Manufacturer narrative:
The product was returned for analysis. The lens was returned partially inserted into the loading area of a company cartridge. It appears to have been placed there for return. The returned company cartridge was evaluated. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. A large aneurysm was observed, which started in the nozzle on the right side. The aneurysm was torn where it entered the thinner tip material. Heavy stress was observed. The observed damage would indicate the lens was delivered. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was removed during cleaning and placed in a transfer case. The root cause for the reported "lens stuck" may be related to a failure to follow the instruction for use (IFU). There did not appear to be adequate viscoelastic in the returned cartridge. Top coat dye stain testing was conducted with acceptable results. The returned company cartridge nozzle had extensive damage. A large aneurysm was observed that splits as it extends into the thinner tip area. The damage on the right side of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, lens was hard to fold into cartridge. The lens struggled to advance forward with introducer and got stuck at the end of the cartridge in the patient's eye.